Event description:
During use of the pump console for cardiopulmonary bypass surgery, the venous occlusion device display did not display the status of the occluder. There were no adverse consequences to the pt as a consequence of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.